Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, a broken belt clip slot, cracked reservoir tube and a missing end cap sticker.

Event description:
Customer's mother reported a button error on customer's insulin pump. The keypad is unresponsive. Changing the battery did not resolve the issue. Customer's blood glucose is 220 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.